Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2007. Revision surgery is planned for (B)(6) 2013 due to unknown reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).